Event description:
During the priming process of the ocs transmedics unit, the technician observed that blood was unexpectedly pooling at the bottom of the machine. Upon further inspection, it was determined that the temperature probe on the ocs module was leaking, despite no visible cracks or external damage. The specialist promptly notified the recovery surgeon, dr. (B)(6), who confirmed the issue and tried to trouble shoot the problem. Unfortunately, transmedics does not have any redundancies built into their system where they may bring additional cassettes, etc. To address these types of failures. The technician also indicated that no check is performed prior to bringing unit on site to ensure it is working properly. This resulted in the heart of a 19 yo donor heart being discarded. Both transmedics and the transplant center, (B)(6) are aware of the failure of this unit and the outcome of this organ recovery.